Manufacturer narrative:
All operating currents are within specification. No unexpected low battery off no power alarms noted. Unit passed functional test including restart error, operating currents, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. Unit functioned properly. Unit received with minor scratched lcd window, broken reservoir tube lip,cracked belt clip slot, cracked battery tube threads and cracked end cap. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed low battery and the reservoir o ring fell off. The customer's blood glucose reading was 150mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.